Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, it was noted the right ventricular (rv) lead was not capturing. The impedance measurements had decreased from 1,120 ohms to 505 ohms and the sensing had decreased. Further investigation confirmed the rv lead had dislodged. The lead was successfully repositioned. No adverse patient effects were reported.